Event description:
Related manufacturer reference number: 2017865-2022-09827. It was reported that a patient presented in-clinic. Upon examination it was found that the right ventricular (rv) lead and right atrial (ra) lead were found to have loss of capture. Both leads were confirmed to have dislodged upon performing imaging. The rv and ra leads were repositioned on (B)(6) 2022. The patient was stable throughout.